Event description:
It was reported that the insulin gauge was inaccurate and static. Additionally, it was reported that insulin was not being delivered from the cartridge. Customer¿s blood glucose level was 393-495 mg/dl. Customer changed the cartridge to resolved the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.